Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada alleged discrepant results for 5 samples when testing with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The initial testing for the 5 samples, each performed on a different day, generated a negative result for target 1 and a positive result for target 2. Upon retest and using the same method, the 5 samples generated a negative result for both targets. The negative results were reported out. No apparent harm or injury occurred in relation to the event. An investigation is ongoing and results are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Per FDA¿s eua guidance, 1 batch MDR is being filed as only the negative results were reported out.(B)(4).

Manufacturer narrative:
There is no product problem or systemic issue identified and the product is working as intended. The differences observed are likely due to sample-specific factors that caused these samples to generate the initial positive results. An assessment performed by the systems team did not identify any hardware related issue. No product problem related to the customer allegation was identified.